Event description:
Reporter indicated that pt has been experiencing pain in their chest and a feeling as if the device has moved out of place. Excessive device migration could potentially cause a lead malfunction.